Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. No additional event or patient information is available. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the reported event of inaccuracies could not be completed as the sensor is a one time use device. Additionally, the transmitter being used at the time of event was returned for evaluation. The device was visually inspected and no defects were found. Voltage testing was performed and the transmitter had voltage. Functional testing was performed and the test passed. The customer complaint could not be confirmed with transmitter testing . A root cause could not be determined. Contents of field are included below due to e-submitter mapping issue encountered beginning on (B)(4) 2017 whereby contents are not populating on packaged 3500a form medwatch. (B)(4).